Manufacturer narrative:
It was reported that during a procedure, there was dural tear and physician explanted the whole system. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. A UDI is unable to be provided as further identifying information for the device information for the lead involved in the event is not available at this time.

Event description:
It was reported that the patient experienced a dural tear during a scs lead placement procedure. In turn, the physician aborted the procedure and removed all product. No product is implanted in the patient at this time.